Event description:
The line was placed in 2004, they noticed that the line was leaking near the hub. When the line was being removed a 5cm portion broke and migrated to the pulmonary artery. Pt went to catheter lab for removal of tip, which was removed without complications.